Event description:
The pt received a new lead on (B)(6) 2011. It was reported the pt received this lead because the pain in his left leg was not receiving coverage; only his right leg was receiving stimulation. It was reported, the new lead was reprogrammed and the pt still does not have coverage of the pain in his left leg. It was reported, the physician may add an additional lead in the future. Attempts to determine the next course of action have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.